Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed, tore and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number 0010302, lot number huye0845 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed, tore and caused damage to her internal organs. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed, tore and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to the initial determination, no conclusions can be made. About 2 years 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, scar tissue, mesh deformation and abdominal pain thereby underwent removal of mesh. Per op notes, ¿mesh being folded over on itself¿. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10 this supplemental emdr represents the mesh ¿ ventralex (device #1). An additional emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number 0010302, lot number huye0845 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed, tore and caused damage to her internal organs. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on(B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac and incarcerated omentum were identified and reduced. A ventralex mesh (device#1) was then placed in an underlay fashion with sutures. Seprafilm was placed underneath to help prevent with any adhesions.¿ on (B)(6) 2015 - patient was diagnosed with internal hemorrhoids thereby underwent screening colonoscopy. On (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿dissection was difficult secondary to prior mesh, multiple adhesions, significant scar tissue and mesh being folded over on itself. Once the mesh (device #1) was removed, were able to dissect and carefully separated from the adhered piece of bowel. A piece of bard flat mesh (device #2) which was secured in place with suture to the rectus muscle and anterior sheath. Mesh was noted to be iying in flat and adequate position. An additional piece of bard flat mesh was laid over the anterior sheath and overlay fashion, the tails of the for anchoring sutures for the retro rectus mesh were fed through this overlay mesh and tied down securely.¿ on (B)(6) 2017 - patient was diagnosed with wound infection thereby underwent explantation of mesh (device #2), excisional debridement of anterior abdominal wall skin and subcutaneous tissue, washout of wound. Per operative notes, ¿it was noted that the overlay mesh (device #2) had partially pulled away from the fascia and mesh was excised. This excisional debridement was taken down to the subcutaneous tissues.¿ attorney alleges that the patient had abscess, adhesions, infections, mesh migration, pain, seroma, emotional injuries, depression and abdominal disfigurement.